Manufacturer narrative:
The sample was received for evaluation. The results of the evaluation are not available at the time of this report. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: during a coronary bypass, two clips did not close during the saphena vein removal. No pt injury or intervention reported.